Manufacturer narrative:
A review of complaints determined there is normal complaint activity for the likely cause lot 92281fn00. Tracking and trending determined there are no related trends for the architect anti-hbs reagent. Worldwide field data was reviewed to evaluate the performance of the architect anti-hbs reagent; and it was determined that the patient median result for the likely cause product lot 92281fn00 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the lot. Manufacturing documentation was reviewed, and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect anti-hbs reagent.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, (B)(6) list number 7c18, that has a similar product distributed in the us, ausab list number 1l82.

Event description:
The customer stated that a (B)(6) architect (B)(6) result of 75.57 miu/ml was generated for a patient sample that tested (B)(6) at another laboratory. No adverse impact to patient management was reported.